Manufacturer narrative:
According to the customer on 6/30, "around 6:30 am sunday morning, woke up to my son in pain and his face swollen and blistered under the bandage, and he had a low grade fever. That morning, I took him straight in to his pediatrician to have the blisters looked at and they said it was a burn and prescribed him with antibiotics and an antibiotic cream and said to leave bandages off. So we did . He had a follow up app at his pediatrician on tuesday the 2nd of july and they had confirmed it looked raw and was at risk for infection due to how bad the blisters were. The doctor stated it looked to be chemical burns . The said to keep applying the medication the prescribed. My son was prescribed mupirocin ointment and cephalexin oral antibiotics. My son has a square shaped scar under his chin where the burns were located". A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 6/30, "around 6:30 am sunday morning, woke up to my son in pain and his face swollen and blistered under the bandage, and he had a low grade fever. That morning, I took him straight in to his pediatrician to have the blisters looked at and they said it was a burn and prescribed him with antibiotics and an antibiotic cream and said to leave bandages off."